Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging that was displayed as ¿low¿; however, a specific value was not provided to 51 mg/dl; cause was unknown. Customer consumed carbohydrates to address bg level. Reportedly, the customer declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available.